Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two patient samples tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. Of the mentioned samples, both had erroneous na results and the second sample also had an erroneous cl result. The erroneous value from the first sample were not reported outside of the laboratory. It was asked, but it is not known if the erroneous values from the second sample were reported outside of the laboratory. The first sample initially resulted with an na value of 127 mmol/l, which repeated as 137 mmol/l. The field service engineer determined that there was an issue with salt deposits in the electrode block. He cleaned the electrode block and ran ise checks. The ise check failed for potassium, so he replaced the potassium electrode. The ise check was performed again and passed for all parameters. Around (B)(6) 2019, the issue re-occurred. The second patient sample resulted with the following na values: 128 mmol/l,127 mmol/l,131 mmol/l, 144 mmol/l, 141 mmol/l, and 140 mmol/l. The sample was repeated twice on a cobas integra 400 at another laboratory, resulting with na values of 135.7 mmol/l and 135.3 mmol/l. The second patient sample resulted with the following cl values: 112.6 mmol/l, 114.8 mmol/l, 110.4 mmol/l, 106.4 mmol/l, 104 mmol/l, and 103.8 mmol/l. The sample was repeated twice on a cobas integra 400 at another laboratory, resulting with cl values of 104.9 mmol/l and 104.8 mmol/l. No adverse events were alleged to have occurred with the patients. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer checked valves and these were ok. He adjusted the ise sipper probe, cleaned the internal standard bath, and cleaned the high concentration waste. He ran precision studies and these passed. Controls were within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.